Manufacturer narrative:
This event occurred outside the u.. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient felt chest "thumping" day 1 post implant, which resolved by moving to their right side. The device was reprogrammed to decrease voltage. The lead was subsequently repositioned to resolve diaphragmatic pacing. The lead remains in use. No patient complications were reported as a result of this event.